Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 10/16/2019. Device evaluated by manufacturer: yes, device returned to manufacturer: yes. Device evaluation: the complaint product was received in its original packaging. The plunger was in a fully advanced position. The cartridge was correctly engaged to the device. No assembly error and/or defect related to manufacturing process were observed. The plunger was exposed out of the cartridge tip. Visual inspection at microscope magnification was performed: scarce amount of lubricant material residue was observed in the device. The lens was not received inside or outside the device. Therefore, the reported issues could not be verified. Based in the analysis of the sample returned there is no indications of product quality deficiency. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no additional complaints for this production order number have been received. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: date of event: exact date unknown only (B)(6) 2019 was provided. If implanted; give date: not applicable as the iol was not implanted. If explanted; give date: not applicable as the iol was not implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
When inserting pcb00 20.0 diopter intraocular lens (iol) into the patient¿s operative eye account reported the injector would not release the back haptic and the lens was partially inserted into the eye. It was also reported there was no patient injury, no medical or surgical intervention, and outcome does not significantly interfere with activities of daily life. No further information is available. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.